Event description:
A healthcare provider (hcp) reported that the pt was needing an MRI of their shoulder. Caller noted pt reported the controller is "not linking to the device". Caller had no additional detail to provide. No symptoms reported. Additional information was received. The patient added that their external device also won't reboot. Additional information was received from a consumer who reported starting three years ago they began having issues charging the implant. The patient was stuck out of town and didn¿t get back in time to charge the implant ant it died. The patient also mentioned the implant worked for about a year and a half and then a month after their implant stopped working again and died on them twice so they had to get the implant ¿rebooted¿, but they never had any luck with it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.